Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that this pump was functioning normally. It was removed at the discretion of the physician due to a non-healing wound at the surgical incision site.

Event description:
Additional information was received from the manufacturer's representative (rep) and was confirmed/provided by the healthcare provider (hcp). It was reported that the rep was notified of the non-healing wound during pre-op on the date of the surgery ((B)(6) 2026). The cause of the non-healing wound at the surgical site was not officially determined, but the hcp suspected the patient had a response to the sutures. The pump was removed prophylactically out of an abundance of caution. It was unknown if the issue resolved. The patient must recover from surgery to determine. The pump had no issues and no alerts upon interrogation. The pump was sent to pathology and disposed of according to hospital policy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.